Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned baton where they were able to verify the reported issue. It was found that when the baton was connected to a test smart cable and monitor, the image would disappear intermittently. Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would disappear intermittently. The customer indicated the procedure was completed with another glidescope core system, which was made available for use with no delay noted. No harm to the patient or user was reported.